Event description:
It was reported that a pt undergoing a MRI scan received a second degree burn in the lower neck area where the headphone and ECG leads wires exit the bore. The injury was treated and the patient released.